Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. A review of the additional information received does not alter the findings of the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip prostheses implantation approximately ten (10) years ago. About nine (9) years later, by sitting on a bench that collapsed, patient fell to the ground and sustained a b2 periprostetic fracture. The patient underwent revision of the femoral component. There was minimal bone ingrowth on the removed stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - israel. D10: unknown zimmer head, item#: unknown, lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. With the available information, a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent implantation with hip prostheses approximately 2-9 years ago. Postoperatively, after falling, the patient experienced periprosthetic fractures. During revision a non union of hip stem with the bone was noticed. Attempts have been made and no further information has been provided.